Manufacturer narrative:
Device analysis: the product was not returned for analysis. A review of the device history record was not performed due to the lot number not being provided. The most probable root cause of the reported complaint could not be determined.

Event description:
It was reported that during a stent exchange cystoscopy procedure, the stent was felt to be ready to "fall apart". A polaris ultra ureteral stent had been selected to treat an unspecified ureteral stricture. While preparing the device, the device appeared to be "very weak" and "ready to fall apart". The physician did not use the device and completed the procedure with another type of stent. There were no pt complications reported with the pt's current condition listed as "fine".